Manufacturer narrative:
(B)(4). Broken advancer, indicator wheel failure, malformed clip. The analysis results found that the el5ml device was returned with the tip of the advancer broken. The device was cycled and ejected the remaining clips due to the advancer condition. A potential cause of the finding is that the clip applier was inserted through a trocar with a clip present in the jaws. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, although no opening issues were noted during testing, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw could not be opened after the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was received, "as abnormal sound was heard from the device before use, the surgeon tried to fire without cramping the tissue. Then the jaw could not be opened. As the device was not fired on the tissue, there were no damage to the patient."